Manufacturer narrative:
Additional information : it was reported that the patient was in the hospital for two and half weeks where he received unspecified treatment (dose, route, duration and frequency not reported) for the event peritonitis. On an unreported date the patient's pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient was at home. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. The patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. It was reported that the catheter will be removed and will be on hemodialysis for weeks. No additional information is available.